Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 300 mg/dl at the time of incident and current blood glucose level was 256 mg/dl and 289 mg/dl. The customer did not provide details regarding symptoms of their high blood glucose episodes. Customer was treated with fluids and insulin. Customer does not allege insulin pump was under delivering. Customer wishes to check for the presence of leaks or air bubbles in the tubing and reservoir. Customer reported that the insulin exited at the quick release. Customer was back to performed a high pressure test. Customer troubleshoot was performed for high blood glucose level. The insulin pump will not be returned for analysis.